Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple stations were in temporary non-profile mode. A technical support specialist configured the settings by unchecking the temporary non-profile button on the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a malfunction that multiple stations were in non-profile mode. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.